Event description:
During service by baxter, failure code 703 was found. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available.